Event description:
It was reported that during a low anterior resection procedure, the device was used once and it worked fine. It was reloaded and when the surgeon went down into pelvic and placed on thick tissue, he had trouble closing it down. Once it was closed down, the surgeon wanted to open and realign the device, but it was stuck. He kept pulling back on the manual release, but it would not release. The device was broke to get it off the tissue. A new device was then used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results showed that the device was received with the pushrod bent and with a reload cartridge reload present. The reload was received fully loaded with staples and with the anvil and washer detached. It is possible that the cartridge was inserted incorrectly on the device while the pushrod was not fully retracted, causing the cartridge to bend the pushrod while the cartridge was reloaded into the device. It should be noted that the new reload must be inserted into the metal housing and snapped into position. The tracks on each side of the reload should be used as guides to align the reload within the jaws of the instrument. When the reload is properly aligned, push the reload into the instrument until it is fully seated. Remove the staple retainer. Check that the reload is held firmly within the jaws. Please note if the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. Please reference instructions for use for additional information. The cartridge was reassembled and tested for functionality with the returned device and it fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the cartridge lockout were functional. The device opened and closed without any difficulties during the analysis. A batch record review was performed and no anomalies were found during the manufacturing process. Damaged pushrod.